Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. A surgical revision was performed and the lead was unable to be repositioned due to patient anatomy. A new lead was implanted. It was noted there were no issues with the patient's implantable pacemaker. The new lead was implanted with the same pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Visual and x-ray examination revealed that the inner and outer coils were deformed at the tip area of the lead. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.